Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 396mg/dl at its highest and a correction bolus via the pump was delivered to address the bg level. The customer alleged the occlusions were within the infusion tubing due to disconnecting the tubing from the infusion set site, putting a syringe into the luer lock and feel back presume when trying to push air through the tubing. Tandem technical support advised the customer that this was not the correct troubleshooting method for occlusion alarms. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion alarm earlier in the day.